Manufacturer narrative:
This supplemental report is being submitted as additionally it was reported by the complainant that they were cutting the product to fit on patients that who were only (B)(6). After cutting the product, the remainder of the cut product is stored at the bedside in a bedside cart for future use. We use it so regularly, that this does not last long ¿ less than 1 day most of the time. It was also reported that the cutting doesn¿t impact the tackiness. ¿we have the plastic cover still on when we cut it so we wouldn¿t know if it was tacky or not. We take the plastic off right before we put it on the baby.¿ photos have been provided depicting the reported event by the complainant. Should additional information become available, a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Per the instruction for use (IFU), this product is indicated for dressing only on a wound. Duoderm® extra thin dressing is a hydrocolloid dressing indicated for the management of lightly exuding wounds. It was also noted that the staff was warming the dressing prior to use, which is also not stated in the IFU directions. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by a nurse that the duoderm thin dressings have a granular texture and seem less adhesive which makes them come off the patients. The product is used in the nicu to secure endotracheal tubes and lines. ¿we are very aware that it needs to warm up before having expectation for it to adhere well to the skin. It was further reported that one of our patients had an unplanned extubation due to the duoderm not sticking to her face. This led to respiratory compromise and the patient was re-intubated with another product which the hospital stated they are currently trialing with hydrocolloid.¿ the hospital was using the product was a securement device in the nicu. Photos were provided confirming the product lot numbers involved. No further details have been provided.